Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. The customer's blood glucose(bg) level was impacted 300 mg/dl. It was indicated that the customer would reload a new cartridge and address bg levels using the pump.